Manufacturer narrative:
It was reported that during an atrioventricular reciprocating tachycardia/ wolff-parkinson-white (avrt/wpw) with a qdot micro catheter, and the patient experienced st elevation with a coronary artery dissection treated with medication. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31608382l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atrioventricular reciprocating tachycardia/ wolff-parkinson-white (avrt/wpw) with a qdot micro catheter, and the patient experienced st elevation with a coronary artery dissection treated with medication. It was reported that during an accessory pathway case, a coronary artery dissection was noticed. The patient started having st elevation on the electrocardiogram (EKG). An angiogram was performed to confirm the dissection. The patient was given medication, the case ended, and the patient was stable. They looked back at the case, they realized that while ablating in the left atrium, they lost transeptal and fell out into the right atrium and ablated in the coronary sinus (cs). The physician¿s opinion on the cause of this adverse event was falling out of the left atrium (la) and burning in the right atrium (ra). The intervention provided was cath lab came to shoot contrast. The outcome of the adverse event was improved.